Event description:
During attempted implant of the ICD, two induction tests were performed and the ICD detected and delivered the appropriate therapy. However, after the second induction test, communication with the ICD could not be established. So the ICD was not implanted.

Manufacturer narrative:
H.3. Evaluation summary: the loss of communication experienced in the field was confirmed. The device had normal battery voltage when returned. There was evidence of damage in the hitgh voltage asembly typical of a device delivering into a low impedance load. It is believed that the damage in the high voltage output section caused secondary damage in the low voltage section of the hybrid. The low voltage section damage was the reason the device did not communicate. The cause of the ouput damaged was not determined.